Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned low results for multiple patients tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module. On (B)(6) 2018 fifteen patient samples were repeated and the ca2 results for 2 patient samples were discrepant. The initial results had been reported outside of the laboratory. Patient 1 initial ca2 result was 1.21 mmol/l. The repeat result was 1.82 mmol/l. Patient 2 initial ca2 result was 1.77 mmol/l. The repeat result was 2.47 mmol/l. One patient had heart disease and was treated with extra calcium. The customer was not able to provide the current condition of this patient. It is not known if the patient was patient 1 or patient 2. There was no allegation that an adverse event occurred. The ca2 reagent lot number was 290093. The expiration date was not provided. The field service engineer (fse) visited the customer site. The spring holder was loose on one of the rinse nozzles. This was cleaned and reconnected. All rinse tubings were checked and the rinse volume in the cuvettes was checked. Precision test results were acceptable. Qc results were ok. The fse repeated 10 patient samples and there were no more discrepant results. Ca2 is known to be sensitive to any disturbances in the cell rinse. The investigation determined that the issue found by the fse was the root cause of the event.